Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd gravity set disconnected from the patient. The following information was provided by the initial reporter: we do not have the package or the lot number, however, we do have the product that is available to return if needed but we would need a biohazard kit to do so. Please advise.

Event description:
Material#: 2426-0007. Batch#: unknown. It was reported by the customer that disconnected while on the patient. Verbatim: please see attached photos of item# 47177e that disconnected while on the patient. We do not have the package or the lot number, however, we do have the product that is available to return if needed but we would need a biohazard kit to do so. Please advise. Image also attached.

Manufacturer narrative:
It was reported that the sample separated. One sample model 2426-0007 was returned for investigation. The set was examined for defects and abnormalities. The tubing was separated from the distal y-site. No other defects or abnormalities were observed. Visual inspection under the microscope showed no signs of solvent. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the possible root cause of separation between tubing/y-site (arm) could be related to lack of solvent due to an incorrect solvent application method followed by the assembler. Possible lots were built in (B)(6) 2024 and the separation between tubing and y-site (arm) was addressed under similar complaints where a quality alert was created on (B)(6) 2024 to communicate the failure and reinforce the correct assembly (to avoid gap) and correct solvent application method. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.